Event description:
(B)(6) male presents with abnormal stress myoview for elective cardiac catheterization and percutaneous coronary intervention. Distal wire fracture noted after stent deployment with significant pericardial "blush". Echo post procedure revealed significant pericardial blood with tamponade. Patient taken emergently to cvor for pericardial window. Right ventricle failed during procedure and pt developed cardiac arrest. Pt expired despite aggressive acls measures. Guidewire 1.7cm shorter with slight curvature at end when measured and compared to a new intact wire. Notification on 12/04/2015 to (B)(4), boston scientific coronary representative (B)(4), notification forwarded to scientific complaints dept (B)(4).